Event description:
Related manufacturer reference number: 2017865-2022-13838. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial - ra lead exhibited failure to capture and failure to sense. The ra lead was capped and replaced on (B)(6) 2022, while the right ventricular - rv lead was capped and replaced for an unknown reason. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.